Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture, baker grade IV", "lumps on chest", "scar tissue", "distortion" and "chest is contrastingly pulling or twisting upwards." The following event is not related to the device "back pain". The device has been explanted.

Event description:
Patient reported right side "capsular contracture, baker grade IV", "chronic pain", "lumps on chest", "scar tissue", "distortion" and "chest is contrastingly pulling or twisting upwards", the surgeon who initially removed the encapsulated implant put it back in after ripping apart the chest wall and it didn't resolve the pain issue", "intercostal neuroma to the right medial breast, patient ended up doing a diagnostic nerve injection with a combination of marcaine and kenalog just over a month ago. The pain has gone away and has not resurfaced" the following event is not related to the device "back pain." The device has been explanted.

Manufacturer narrative:
Continued health effect - impact code (h6): f2303. A review of the device history record has been completed. No deviations or non-conformances noted.